Event description:
Disposable clip applier malfunctioned. The clips would not advance when the grips were squeezed. Multiple attempts were made by the surgeon. A second device was presented to the surgeon and fired as expected.